Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service 204. The cause for the failure was isolated to a shorted u409 component on the computer/analog pca. The root cause for the shorted u409 component could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor or defective "electode" belt. Manufacturing date: monitor: 06/06/2014, electrode belt: 04/17/2014.

Event description:
During an investigation into an unrelated event, a device malfunction was found. Monitor sn (B)(4) displayed a service code 204 (belt/monitor unusable). Electrode belt sn (B)(4) failed a therapy electrode recognition test.